Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Correction to include f10 code: cardiac perforation 2513.

Event description:
It was reported that a woven diagnostic electrode catheter was used along with non-boston scientific transseptal needle in a atrial fibrillation ablation procedure. During the procedure the patient became hypotensive and an echocardiogram revealed cardiac tamponade and a right atrial perforation was observed. The cardiac tamponade and right atrial perforation was treated by pericardiocentesis and surgical intervention to stabilize the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a woven diagnostic electrode catheter was used along with non-boston scientific transseptal needle in a atrial fibrillation ablation procedure. During the procedure the patient became hypotensive and an echocardiogram revealed cardiac tamponade and a right atrial perforation was observed. The cardiac tamponade and right atrial perforation was treated by pericardiocentesis and surgical intervention to stabilize the patient.